Manufacturer narrative:
Device passed all functional tests including displacement and self tests. No missing segments or partial displays, white displays, flashing white displays, gray or faded displays, or unexpected display anomalies were noted during testing; however, during testing the down button was not working consistently. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards or assemblies inside the case. Device received with a hairline crack on the battery tube. Also the middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the screen was scratched and hard to see. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the keys of the insulin pump get stuck. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.